Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. The patient's hysterosalpingogram (hsg) for procedure was perfect placement and occlusion on an unknown date in 2014. The patient wrote a letter to the physician and stated that on (B)(6) 2015 she had her right ovary and tube removed. She had a weight gain of (B)(6), pelvic pain, irregular cycles, fatigue, bloating, headaches, joint pain, vaginal pain and irritation. Patient refused to allow her name to be provided to company at this time. Follow-up information received on 22-jun-2015 no new clinical information received. Ptc investigation result was received on 01-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4), and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality . The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event was considered serious due to medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, no alternative explanation was provided. It was reported that an hysterosalpingogram was performed and the result showed perfect placement and occlusion. Patient had her right ovary and tube removed. Considering the event's nature, a causal relationship between this event and suspect insert cannot be excluded. Due to required intervention, this case was regarded as incident. Additionally, non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Follow-up from 01 oct 2015: follow-up attempts were done with no response to date.